Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the system displayed an issuing error preventing medication dispensing despite application restart. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed an issuing error preventing medication dispensing despite application restart. A technical support specialist (tss) reviewed transaction history, identified locked cubie behavior due to prior return transactions, and confirmed the process was functioning as designed with guidance on resolution steps. The tss also confirmed that once cubie was locked, it cannot be de-assigned at the cabinet, would require either destock labels for locked cubie replenishments from the pharmacy and the transaction history confirmed that the effected locked cubies appeared to have been replenished. The system functioned as intended after the technical support specialist investigated the device.